Event description:
During a left atrial procedure, a faradrive steerable sheath clear and farawave catheter was selected for use. After performing pulse field ablation, the physician remapped the left atrium and determined that additional lesions were needed. However, the flush port on the farawave catheter, connected to its proximal end, could not be flushed either manually or with irrigation. The farawave catheter was inserted into the faradrive sheath post-mapping to deliver more lesions. Upon aspirating the flush port with the catheter inside the sheath, the physician observed air bubbles. The catheter was removed, and aspiration was repeated, again revealing air bubbles. The diaphragm valve of the faradrive sheath was inspected and found to be intact with no visible damage. No air was visible in the patient. The catheter was reinserted, and aspiration again drew air into the flush port. The sheath was then replaced, and the procedure was completed successfully without any complications for the patient. The original sheath is expected to be returned for further analysis.

Event description:
During a left atrial procedure, a faradrive steerable sheath clear and farawave catheter was selected for use. After performing pulse field ablation, the physician remapped the left atrium and determined that additional lesions were needed. However, the flush port on the farawave catheter, connected to its proximal end, could not be flushed either manually or with irrigation. The farawave catheter was inserted into the faradrive sheath post-mapping to deliver more lesions. Upon aspirating the flush port with the catheter inside the sheath, the physician observed air bubbles. The catheter was removed, and aspiration was repeated, again revealing air bubbles. The diaphragm valve of the faradrive sheath was inspected and found to be intact with no visible damage. No air was visible in the patient. The catheter was reinserted, and aspiration again drew air into the flush port. The sheath was then replaced, and the procedure was completed successfully without any complications for the patient. The original sheath was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. Irrigation was observed in undeployed state, but not in basket and flower shape. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen. Irrigation was not able in basket and flower shape, and there was a kink in the flush lumen.